Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. During the case there was 1 trans septal puncture that was low and posterior . A watchman access system (was) was positioned and a 30mm watchman laa closure device & delivery system (wds) were used. The closure device was then deployed in the laa of the patient. After release sheath was removed and groin closed with figure 8 suture and protamine was given. Small pericardial effusion was noticed at the end of the case when post implant scan was being performed. Patient was monitored for 20 minutes with no changes in vital signs without effusion growing. Patient was extubated after being weaned from anesthesia and taken to post- anesthesia care unit (pacu) with no intervention needed on effusion. Patient remained stable and was discharged home the next day.